Event description:
It was reported that the ilet delivered insulin into the cartridge chamber instead of through the infusion set on multiple occasions, consistent with a device leak/splash involving the reservoir component, and the user confirmed the cartridge lot number and discussed technique and cartridge-related factors during troubleshooting. Customer care provided support that included educating user on causes of leaks. Investigation of this case revealed leakage related to a seal issue associated with the reservoir, aligning with a leak/splash device problem. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.